Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The main component of the system and other applicable components are: mach framelink s7; i7 5.4.1 9733986. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the representative clicks the button to launch an application, it displays some text and then returns to the application launch menu. The representative checked the network configuration and found that the hostname was different and changed it. After changing the hostname, the application successfully launched. There was no patient present when this issue was identified.